Event description:
It was reported that a plate fractured possibly due to patient non-compliance. It was removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. Based on the information provided the results conclude that the most likely root cause is patient related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Typo and corrections: d3 - company name change. G1 - company establishment updated - typo. G1 - contact office - manufacturing site address typo. D9 - updated from yes to no.